Manufacturer narrative:
This complaint was involved with two devices. Device 1 is being reported under MDR 2247858-2025-00141, and device 2 is being reported under MDR 2247858-2025-00142. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Patient (B)(6) died on the (B)(6) 2025, the incident occurred in a different hospital. Site is not aware of the exact cause of death yet but more information to come. This event was unanticipated, it is undetermined so far that it is related to the procedure, device and pre-existing conditions." Patient outcome: "death on (B)(6) 2025."

Manufacturer narrative:
During an internal review, bolton medical, inc. Determined that the applicable standard operating procedure did not clearly define the reporting timelines for supplemental mdrs. We have initiated corrective actions to address this gap and will be documented in our quality system under CAPA-2026-0002. This complaint was involved with two devices. Device 1 is being reported under MDR-2247858-2025-00141 and device 2 is being reported under MDR-2247858-2025-00142. A review of the device history records showed no issues related to the reported failure were found during the manufacture of the devices. The pre-case plan and CT studies were provided for review. The patient underwent an evar procedure to treat an abdominal aneurysm of 62.3mm in diameter. Review of the pre-procedure CT scan shows the following anatomical observations: 1. Severe occlusive disease on the right common iliac artery. 2. Presence of severe calcification on the left common iliac artery. 3. Infrarenal neck with > 600 angulation. 4. Distal aorta lumen reduced 18-9.4mm in diameter (before bifurcation). Based on the pre-case plan, IFU indications for use, and patient selection requirements, the patient did not meet the IFU criteria. Due to the occlusive disease on the right side and the patient's anatomy, the physician selected a treo aorto-uniliac (aui) device, 28-a1-22-100s (main body), and a treo leg device, 28-l2-13-120s (left). The access vessel - left femoral artery - was tight for the advancement of the device due to small artery diameter (6.8mm) and severe degree of calcification. There were no issues reported during the procedure. A follow-up CT scan dated (B)(6) 2024 shows device positioning and no evidence of endoleak post-procedure. It is observed the blood flow reduction post procedure on the left distal site of the graft due to calcification. An update was received on 06/16/2025 via email from the lead medical examiner officer confirming that the cause of death was: 1. Pneumonia. 2. Chronic obstructive pulmonary disease. The root cause of the patient death was pneumonia and chronic obstructive pulmonary disease, which were not device related.